Event description:
Discordant, falsely low sodium results were obtained for one patient sample on a dimension vista 500 instrument. The sample was run in duplicate and both resulted low. The discordant results were not reported to the physician(s). The sample was then rerun four times on another analyzer and all resulted higher than the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered the integrated multisensor technology (imt) and imt probe were misaligned and instructed the customer to align it. Once aligned, quality controls were run and within range. The cause of the discordant, falsely low sodium results is due to the misalignment of the imt and imt probe. This instrument is performing according to specifications. No further evaluation of this device is required.